Event description:
It was reported that the patient began to notice severe discomfort at her defibrillator site with thinning of the skin. The device currently remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.